Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. (B)(6). Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device experiencing an intermittent instable rotational speed issue was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device would not run. It was further determined that the device failed pretest for check function of device and check power with power test bench. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the small battery drive device experienced a rotation speed instability. It was further reported that the device had an instable rotation speed issue and would sometimes rotate and sometimes would not. It was not reported if there were any delays in the surgical procedure. It was reported that a spare device was used to complete the surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.